Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information from a third-party service center during the device evaluation that the circuit board was damaged. There was no patient harm or injury. During the evaluation of the device at the third party service center, the device was visually inspected, and no visible foam particles were observed. Secondary findings observed such as dsecondary findings were observed, such as a scratched ui and the device circuit board was damaged. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
As per additional information received on 04/07/2025 : there was no visible physical electrical damage to the pcba/pca. In this report, box d, h has been updated/corrected.